Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccurred.